Manufacturer narrative:
Additional lot no. 01l0700006. Samples received and sent to manufacturing site for evaluation. The investigation is ongoing and when completed, a full investigation report will follow.

Event description:
The customer states that there is a hole at the side of blister package. No reported patient injury or medical intervention. No further information available.